Manufacturer narrative:
B3: event date is confirmed as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient stated that they met manufacturer representative (rep) this week and they are having issue and was told to contact patient and technical services(pats) to request for recharger and other cord. Patient stated that when they are charging the implantable neurostimulator (ins) they spent 3 hours and did not charge all the way. Patient stated that it will show recharging but goes in and out for good and excellent. Patient also mentioned that the controller will turn off. Agent clarified that it was the therapy that got turned off and they have to press the top button to turn it back on the therapy shuts off on its own on random time on a day. Patient also mentioned that they often have to reset the controller. Patient confirmed no damage on the recharger. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Patient inserted the battery pack and confirmed flashing green light above screen. A request was sent to repair to replace the recharger and controller to narrow down the issue.